Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has not yet if indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision approximately five and a half years post op due to persistent aches and pains, leading to overuse of the right arm and subsequent pain. No other information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any information, a supplemental will be filed accordingly. Zimmer biomet will continue monitor the trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed through review of op-notes. Product was not received for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision approximately five and a half years post op due to persistent aches and pains, leading to overuse of the right arm and subsequent pain. No other information is available. Revision operative notes stated that the humeral tray was found to be fractured, and metallosis was noted due to metal debris.